Manufacturer narrative:
Updated information: d4 catalog number. G1 MFR contact fax number. H6 component code updated fron g04105 to g07003. The investigation for the access site bleed/hematoma has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A6 is unknown.

Event description:
An impella cp was placed in a 75-year-old male undergoing high-risk percutaneous coronary intervention (hrpci). After completion of the procedure and removal of the impella device, the patient developed a hematoma at the right groin following perclosure of the artery x2. Manual pressure was applied, and hemostasis was achieved. The patient is stable. Based on the available information, the reported event involving hematoma and serious injury is most plausibly related to the patient¿s underlying cardiovascular condition and vascular access management rather than a device related issue. The impella cp functioned as intended and there is no evidence of a causal relationship between the device and the reported events.